Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right superficial femoral artery. After a 6f non-bsc sheath was inserted and a non-bsc guidewire crossed the lesion, a 4.0 x 100, 75cm mustang balloon catheter was advanced for dilation. However, during first inflation at 10 atmospheres for 5 seconds, the balloon ruptured. The procedure was completed with a non-bsc device. There were no patient complications reported.